Event description:
N/a.

Manufacturer narrative:
In this case, the reported and expulsion could not be replicated in a testing environment as it was related to patient or procedural conditions / operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported expulsion resulting in embolism/embolus and tricuspid valve insufficiency/regurgitation cannot be determined. Embolism and tricuspid regurgitation are known possible complications associated with triclip procedures. Unexpected medical interaction and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two triclips were inserted and deployed on the tricuspid valve, reducing tr to trace. On (B)(6) 2025, an echocardiogram was performed and revealed tr with a grade of 3, that the second implanted clip had completely detached from the leaflets and was seen at the level of coronary sinus. A snare was inserted and successfully removed the dislocated clip. On (B)(6) 2025, an additional triclip procedure was performed, and two clips were implanted, reducing tr to a grade of 1.